Manufacturer narrative:
Evaluation of the returned complaint product and review of the device history records are in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Event description:
This is the second of two reports involving two devices used during the same procedure on the same patient. Refer to mfg report # 9611594-2014-00062 for the first report. Kimberly-clark received a report from (B)(6) stating, "customer complained that the tube to inflate the cuff of our microcuff subglottic tube come off twice at one patient. First they thought that the patient has bitten the line off, but after detailed investigation of the customer, they said that this is not possible."